Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received stated that prior to insertion into the csi the optease filter hook was noted to be exposed a few millimeters from the storage tube. A new product was opened and the procedure was completed successfully. There was no reported patient injury. A secondary failure was discovered during analysis. It was noted that "the protruding filter was inspected inside its cartridge at 16x for filter or storage tube damage, however the caudal end of the filter had an unknown residue, no other anomalies were noted". The account does not recall seeing this particle when the product was packaged for return. A non sterile optease for jugular filter was received in its cartridge inside a pouch; the product's pouch with inner label was included, the rest of the product was not received. The filter's caudal end was protruding from the cartridge (jugular approach side). The cartridge does not present damage, the inner label matched with the returned device. No other anomaly was observed in the returned device. The protruding filter was inspected inside its cartridge at 16x for filter or storage tube damage, it was noted that the caudal end of the filter had an unknown residue, no other anomalies were noted. An attempt to push the filter out of the storage tube into a csi was done using a laboratory obturator and csi. During procedure, no resistance was felt when the filter passed through the csi. The filter did not feel loose inside the cartridge (or storage tube). The filter does not present any damages or anomalies. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for this lot. For the secondary failure noted during the analysis of the product, the unknown residue noted in the filter's caudal end was identified by fourier transform infrared spectroscopy (ftir). Samples of product pouch (sample 1) and complaint received pouch (sample 2) were taken to compare them with the unknown residue. Based on the results obtained and where the product was used the most probable source of the plastic material on the optease filter is the pouch. Although the pouch product was returned and shares the same polyester composition it cannot confirm to which it actually corresponds, if the product original package or the returned pouch. The filter packaged incorrectly failure reported by the costumer was confirmed; however the cause of the filter exposed from storage tube could not be conclusively determined. Neither the DHR nor the analysis suggests that this kind of failure could be related to the manufacturing process. No corrective action will be taken at this time. For the secondary failure related with the foreign particle noted during product analysis could not be determined the cause due to the product was not received sterile, the original pouch of the product was received open. Controls are in place to inspect 100% for filter position inside of the cartridge (or storage tube) and contamination in the filter before leaving the facility. The piece of polyester residue found on the caudal end of the returned filter might have been lodged on the device during shipping, storage, or handling of the returned unit. There is no evidence of a product malfunction.

Event description:
The original report received from the affiliate stated that an optease filter (466-f220aj, 15183438) was about to be inserted into the patient. However, the filter hook was found exposed a few millimeters from the storage tube. Therefore, another new product (details unk) was opened and the procedure was completed successfully. A secondary failure was discovered during analysis which changes the reportability of the file. It was noted that "the protruding filter was inspected inside its cartridge at 16x for filter or storage tube damage, however the caudal of the filter had an unknown residue, no other anomalies were noted." The product looked normal when taken from the packaging. It is unknown if there was any damage to the outer packaging. There was no difficulty prepping the device. The component was never pushed out of the cartridge and the filter never entered the patient's body. After the 6f sheath introducer was inserted from the right jugular vein, the storage tube, with a filter, was about to be inserted into the patient's body but the filter was found protruding out. There was no injury to the patient.